Manufacturer narrative:
E1 patient city: (B)(4). Patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hospitalized due to insulin flow blocked. The blood glucose level was found to be 430mg/dl no further information.